Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a zero tip basket was used during cystourethroscopy with left ureteral stent placement, left retrograde pyelogram with fluoroscopic interpretation, left ureteroscopy with laser lithotripsy, right nephrostomy tube placement, right percutaneous nephrolithotomy, right renal access and dilation, right renal ultrasound with interpretation, right retrograde pyelogram with fluoroscopic interpretation, right ureteroscopy procedure performed on may 03, 2021. During procedure, the stone was not cleared but fragments were small enough to pass. The patient experienced urinary tract infection that required medication. The patient stayed longer in the hospital than the intended procedure date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.